Manufacturer narrative:
There is no established expiration date for this device. Actual device was evaluated in the field on 01/15/2010. Evaluation summary: the initial reported issue in this complaint was for a broken power entry module. Upon evaluation, it was determined that there was a faulty wire connection between the mpc and override panel and as a result, the or panel would not power up. The issue may have been caused due to faulty installation/service. The override panel is the safety console in the surgical table. If there is an emergency and handheld control does not function then the override panel would be used to articulate the table. A failure of override panel during surgery could result in adverse consequences as there is no way to manipulate the table. This type of override panel failure has not been observed prior to this event. This is not a single use device.

Event description:
It was reported that the surgical table had a broken power entry module and will not hold a charge. Upon further evaluation, it was observed that there was a broken wire from the mpc to override control panel. This malfunction was identified during room preparation and no patients/users were adversely affected.